Manufacturer narrative:
The reported field event of loss of capture, noise, and loose set screw was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency room on (B)(6) 2020 with a low heart rate. Upon interrogation, it was noted that the device function appeared to be normal, but when the device was pushed on, it would stop capturing. The physician suspected the issue was due to the active competitor lead. On (B)(6) 2020, the patient presented for a lead revision and the physician was able to remove the adapter without unscrewing it from the device. A new lead was placed, he was able to easily remove the lead even after screwing in the set screw. The physician re-screwed in the lead and the lead passed the tug test. However, then noise and intermittent capture were seen on the device. The device was explanted and replaced, which appeared to resolve the issue. The patient was in stable condition.